Event description:
It was reported that the customer had a keypad anomaly and blank display on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer reports the number were scrolling up and their is no significant events leading to the keypad issues. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer also reported the blank display anomaly on the insulin pump. The customer does not have a new aaa alkaline battery to test with the insulin. The customer was advised to insert new aaa alkaline battery as soon as possible. If display does not return, revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
No unexpected scrolling of numbers or blank display anomalies noted during testing. The insulin pump passed displacement test and off no power test. The operating currents were in specification. The insulin pump had an intermittent button response on the up arrow button due to corroded keypad traces noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.